Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 03/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an ultrasound guided renal biopsy through normal and hard density tissue, the cannula of the device allegedly failed to fire. It was further reported that additionally two puncture was made, and the patient allegedly experienced non-fed hematoma on the lower pole of the kidney. No coaxial was used and the procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a doppler ultrasound guided renal biopsy through normal and hard density tissue, the cannula of the device allegedly failed to fire. It was further reported that additionally two puncture was made, and the patient allegedly experienced non-fed hematoma on the lower pole of the kidney. Reportedly, there was no additional intervention performed to treat hematoma. No coaxial needle was used and the procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy device was received for evaluation. During visual evaluation, the device appeared to have blood residue on the sample notch and cannula, the device was returned half primed, leaving the sample notch exposed. Due to the nature of the complaint, functional testing was not performed. Therefore, the investigation is inconclusive for the reported failure to fire as the functional testing was not performed due to the condition of the received device. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 03/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.